Event description:
It was reported that a home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) device. The hc alarmed high drain during use at the end of therapy. A baxter technical service representative (tsr) explained the alarm to the hp. The hp stated they had already contacted their pd nurse (pdn) regarding the issue. The drain volumes from that evening and the largest prescribed fill volume for the patient were unknown. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received by baxter product analysis laboratory (pal) for evaluation. A review of the event history log confirmed the reported issue of a high drain 103 alarm during drain cycle three, occurrence date (B)(6) 2013 at 06:17. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the rite functional test. The device passed both internal and external inspection. A check of the pneumatic system found the system working to specifications. Multiple short simulated therapies were performed and passed successfully. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.